Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii seal (4.5mm) seal did not fit in the tube, and when they pulled out the delivery system, the seal fell out of the tube. Immediately prepare and use an alternative heart string. Since it was before the aorta was punctured, there was no effect on the patient such as bleeding.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Manufacturer narrative:
Trackwise # (B)(4). Updated sections: b4, d10, g4, g7, h2, h6, h10, h11. Corrected section: h3 device evaluated by mfg from "no" to "yes" analysis of production: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis for similar complaints: (4109/213/67) there were two (2) additional similar complaint(s) reported for the reported failure mode and the reported lot number. A review of the product complaint trend data was performed for the months of ¿oct 2021¿ through ¿jan 2022". The review does not identify an increasing trend or an adverse trend for three consecutive months for the product family and the failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period feb-2020 through jan-2022 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. Testing of actual/suspected device: (10/13/22) the device was returned to the factory for evaluation on 03/15/2022. An investigation was conducted on 03/24/2022. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the delivery device as well as on the loading device. The delivery device was returned inside the loading device with the white plunger not depressed and the blue slide safety on which prevents the white plunger from being depressed. The delivery device was removed from the loading device with the seal and tension spring assembly remaining inside the loading device. The seal and tension spring assembly was removed from the loading device with no physical or visual difficulties. There were no cracks or delamination observed on the seal. No measurements of the delivery device were taken due to the presence of blood on the delivery device which indicates an attempt was made to introduce the device into the aorta. Based on the returned condition of the device, the reported failure "fitting problem" was confirmed.

Event description:
N/a.